Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (constant gong alarms) has been confirmed. Upon evaluation, the r781 resistor was open on the computer / analog (ca) board. The cause of the constant gong alarms is the open resistor. The root cause of the open resistor could not be positively identified but may have been induced during the reported surgical procedure. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms following a surgical procedure.